Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. The customer¿s blood glucose (bg) level ranged from 381 mg/dl to a value that was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection and bolus via the pump to address elevated bg.